Event description:
It was reported that the cardiac resynchronization therapy device (crt-d) had early battery depletion. It was noted that the physician expected a longer battery life with low outputs. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and analysis revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5866-38m adaptor; a 694758 lead; a 407652 lead; a 511212 lead and 511212 lead, implanted on (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.